Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 1.8 mmol/l and associated symptoms of dizziness, blurred vision and unsteadiness when standing and walking. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly self-treated with food and drink. Troubleshooting by animas customer support revealed that the time and date had been set incorrectly by the user; the last alarm record shows it was recorded on (B)(6) 2015. The reporter stated the user claimed never having to set the correct date and time in the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue of the time and date being set inaccurately.